Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis (fa) confirmed/replicated the reported issue. Upon visual inspection, fluid intrusion was discovered on the tornado buttons, which would be related to the reported event. The unit was installed on an in-house system where the tornado down button was not operating, replicating the reported event. The unit was then installed on an in-house pftp where the unit failed the insertion button test on the tornado down button, replicating the reported event. A gold insertion clutch switch assembly was installed and the unit passed required testing verifying the insertion clutch switch assembly to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the clinical sales representative (csr) stated the site reached out to them about arm 4 still having issues. Csr was unsure of the procedure at the time of the call but was concerned about the scheduled cases for tomorrow and was not sure if the site will be able to use this system with only 3 arms. The procedure was completed with no reported injury.